Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was unable to be confirmed as the balloon deflated within specification and no anomalies noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties of deflation issue and noted device damages appear to be related to circumstances of the procedure. There were no deflation issues noted during the first two deflation at 8 atmospheres. Therefore, it is likely that device became entangled during advancement through the anatomy with the non-abbott device causing the inner/outer members to bunch resulting in the deflation issue during the procedure. Additionally, manipulation and/or inadvertent mishandling of the device during retraction likely caused in the guide wire notch stretching and the noted bends on the hypotube. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Medical devices: guide wire: runthrough, dilatation catheter: 4.5 x 8 nc traveler, stent: 3.0 x 21mm ultimaster. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal circumflex artery. Pre-dilatation was performed with a 3.0x15mm non-abbott balloon dilatation catheter (bdc) and a 3.0x15mm trek rx bdc. The 3.0x15mm trek rx bdc was inflated twice at 8 atmospheres (atms). A 3.0x21mm non-abbott stent was deployed and post-dilatation was performed with a 4.5x8mm nc traveler bdc. A kissing balloon technique was performed with the same 3.0x15mm trek bdc at 12 atms once: however, the balloon completely failed to deflate. An attempt was made to puncture the balloon, but failed. Negative pressure was held for about 10 minutes. The pressure of the balloon escaped gradually and the bdc was removed. The procedure was successfully completed with kissing balloon technique with an unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.